Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the suture, plunger, needle tips, cuffs and link were not returned; therefore, the analysis was limited to the returned components. The analysis of the device body lever, foot, guides and sheath, were found normal and undamaged. Both ends of the foot were examined and there were no evidence of needle strike marks detected. During testing a proxy plunger was used to test the needle trajectory and the trajectory was acceptable, indicating it was no a contributing factor in the event. A cuff-miss can be influence by but not limited to: manufacturing, user technique by failing to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying the plunger or aggressively removing the plunger or failing to maintain adequate foot position against the arterial wall. The reported calcification indicate the patient anatomical condition may have been a contributing factor, however based on the analysis this can not be conclusively determined. The analysis of the returned device found no indication of a product quality deficiency. The reported needle to cuff miss could not be confirmed and a definitive cause could no be determined. To help ensure that all products perform according to specifications they are subject to an inspection during manufacturing. The needle trajectory of each device is inspected twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history record (lhr) for the reported lot revealed no nonconforming material record (ncmr) that would have contributed to the reported needle to cuff miss in this case. Four sterile/unused devices from the same lot number than this involved incident were returned for evaluation. All the devices were tested and they performed according to specifications, there was no product quality deficiency noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The second proglide is being filed under a separate manufacturer report number.

Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery (cfa)was attempted using a proglide device after an interventional cath procedure. Reportedly, the physician pulled the needles right out of the device; retrieved the plunger and the suture was not present. Another proglide was attempted with the same result. Hemostasis was achieved using manual arterial compression. It was indicated that the patient stayed longer in the hospital because of medication, and the access site closure event did not contribute to the delayed hospitalization. There were no adverse patient effects related to the attempted vessel closure. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.